Event description:
It was reported that an infusion set detached from an ilet system user, leading to elevated blood glucose, and caregivers subsequently announced three false meals in an attempt to reduce glucose after reconnecting the system. The device in use was an infusion set with a 6 mm cannula and the issue involved user interaction with the user interface. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with caregivers and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to improper method and failure to follow instructions, specifically false meal announcements that can maladapt the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.